Manufacturer narrative:
Lot#: according to the manufacturing evaluation, the lot number on the screw was noted to be 7925463. According to the manufacturing evaluation, the device was manufactured on 05/25/2012. A manufacturing evaluation was conducted. The report indicates part number 401.764 and lot number 7925463 are marked on the screw head. No visible damages, except some signs of use. The manufacturing documents for part number 401.764 and lot number 7925463 were reviewed and no complaint related issues were detected. This screw was manufactured on 05/25/2012 according to the specification. The relevant dimensions were checked and no deviation was found. No manufacturing related fault could be detected. Placeholder

Event description:
A volar plate was implanted on an unknown date. On an unknown date, the plate pulled away from the bone causing the patient pain. The surgeon performed a hardware removal of the plate and seven screws on (B)(6) 2013. A larger plate and nine screws were implanted instead. The surgeon reported stronger fixation with the new hardware. No additional information is available. This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.